Event description:
A bird's nest filter was placed in the pt in 2000. During the suprarenal placement, some of the loops prolapsed to near the right atrium. The pt presented to the hosp in early april of 2007 with chest pain. A CT revealed that the filter had fragmented and sections of it were in the lung. The pt is now asymptomatic and the physician is hesitant to surgically intervene for fear that more fractures and migration will occur. The physician stated that the damage to the filter may have been caused by the stress of cardiac movement so close to it.

Manufacturer narrative:
Eval: still under investigation at this time.